Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the keypad cover was torn. The ok, up and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and the ok, up and down arrow keypad button contacts were inverted. There was contamination observed under all of the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrown, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.